Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: during investigation, the pump was returned with the battery compartment cracked. Unrelated to the original complaint, the battery cap threads were found to be stripped and unable to be secured. A test cap was able to be used for testing.